Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), 3 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), genital haemorrhage ("heavy abnormal bleeding") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain and abdominal pain had resolved and the abdominal pain lower, genital haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2007 date(s) of removal: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), 3 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), genital haemorrhage ("heavy abnormal bleeding") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain and abdominal pain had resolved and the abdominal pain lower, genital haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2007 date(s) of removal: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pfs received. Reporter's information and rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received. Essure model number was updated from ess305 to ess205. Reporter's information was added. Events outcome were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), genital haemorrhage ("heavy abnormal bleeding") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain and abdominal pain had resolved and the abdominal pain lower, genital haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received : event "patient did not undergo essure confirmation test" was added. Reporter information and patient demographics were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On b)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), genital haemorrhage ("heavy abnormal bleeding") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure (ess205) was removed on b)(6) 2009. At the time of the report, the pelvic pain and abdominal pain had resolved and the abdominal pain lower, genital haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received : event "patient did not undergo essure confirmation test" was added. Reporter information and patient demographics were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (remove. One or more of the essure coils). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.